Event description:
Healthcare professional reported a right side patient surgery with intense pain in mamma, stony hardness, big collections of "periprosthetic" liquid and rupture. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes. Device photo analysis. Visual analysis of the photographs identified:opening device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intense pain in mamma, stony hardness, big collections of periprosthetic liquid and rupture.

Event description:
Healthcare professional reported a right side patient surgery with intense pain in mamma, stony hardness, big collections of periprosthetic liquid and rupture. The device has been explanted.